Event description:
A report was received that the patient started feeling pain at the implant site. It was determined that the patient's ipg had migrated and is sitting on a nerve. The physician had recommended an explant, but the patient is going to wait to schedule due to personal reasons.

Manufacturer narrative:
This is the final report.